Manufacturer narrative:
Clarification to d.6b explant date: explant date was not entered. Only month and year were provided for explant date. (B)(6) 2025. Partial date was not entered as it could be outside the timeframe the device was still implanted. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "completely dropped down, major drooping". Patient reported later "capsular contracture, baker grade unknown". This record is for the left-side. Device has been explanted.